Event description:
Additional information reported that the patient expired while on centrimag therapy however the patient's death was not considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an m5: set speed not reached alarm was confirmed. A log file was extracted from the returned centrimag console (serial number: (B)(6) evaluated separately). Data from the event date on (B)(6) 2021 was not observed throughout the data. An m5: set speed not reached alarm was observed on (B)(6) 2021 at 14:55 while the system was operating at ~5150 rpm / 5.0 lpm. The pump speed fell to ~4580 rpm / 4.3 lpm as a result, and the pump¿s speed was unable to increase further even after the alarm was cleared at 14:56. The system continued to operate at ~4580 rpm / 4.3 lpm until the pump was removed at 15:37 of the same day. The system was fully shut down at 15:40, and the system was not observed to have been in patient use throughout the remainder of the data. No other notable events were observed. The returned centrimag motor (serial number: (B)(6) was received at the service depot. The motor was tested alongside the returned console and was also tested alongside a test centrimag console. Throughout all tests, the reported event of an m5 alarm with a lowered pump speed was able to be reproduced by manipulating the motor¿s cable near its bend relief. The motor was also able to be fully stopped and restarted during some of these manipulations. The motor¿s cable was opened, and all the motor¿s inner wires were observed to be damaged. The motor¿s brown, white, and red wires (output current of bearing phase b2, input current of bearing phase b2, and output current of bearing phase a2 respectively) were also observed to have cuts/tears in them. Damage to these wires would cause the pump to stop, as the inner wires may have been shorting to the shield upon the motor cable¿s manipulation. However, the root cause of how the motor¿s inner wires became damaged was unable to be conclusively determined. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. Review of the device history record for centrimag motor, serial number: (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the centrimag console had an m5 error code with speed dropping from 5400 rpm to 4900 rpm and was unable to adjust the speed. The console and motor will be evaluated. No additional information provided. Report number MFR # 3003306248-2021-05709.